Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hand control of the motor device was defective, and the flex circuit was damaged. It was determined that the device had a component damage, unintended activation/motion, and the speed could not controlled/changed. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.